Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and four months post deployment, v/q scan showed high probability of right sided pulmonary embolism and lower extremity venous duplex showed an acute left popliteal, tibial, and peroneal deep vein thrombosis. Around five years and one month later, computed tomography of abdomen showed that the left posterolateral strut (6) perforated the inferior vena cava wall by 3 mm. Left anterolateral strut (4) perforated the inferior vena cava wall by 0.7 mm. Grade 2 perforation of left posterolateral central strut and left anterolateral strut were identified. All other struts remained tenting the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of ivc. However, the investigation is inconclusive for pe post filter implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years post filter deployment patient was admitted to the hospital for shortness of breath. A vq scan demonstrated a high probability of right-sided pulmonary embolism; ultrasound demonstrated acute deep vein thrombosis in the left lower extremity. An ultrasound did not demonstrate thrombus in the ivc filter. The filter remained implanted, the patient was placed on anticoagulation and discharged from the hospital in stable condition.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a history of recurrent pe, pulmonary fibrosis, bilateral dvt with a pending double lung transplant. A vena cava filter was deployed in the ivc with identified clot just inferior to the renal takeoffs during intraoperative double lung transplant. There were no reported complications or difficulties with the filter deployment. Three additional follow-up ultrasounds were performed from eight days postoperatively to 27 days postoperatively, the ultrasound demonstrated bilateral dvt. Approximately two years post filter deployment the patient was admitted to the hospital for cough and shortness of breath. A vq scan performed demonstrated high probability of right-sided pe. Ultrasound demonstrated acute dvt in the left popliteal vein, posterior tibial vein, and the peroneal vein. Abdominal ultrasound did not demonstrate clot in the filter. No immediate surgical intervention was necessary. Upon consultation with the physician the decision was made not to retrieve the filter due to current dvt. The patient was discharged with compression stockings in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was deployed in the ivc with identified clot just inferior to the renal takeoffs during intraoperative double lung transplant. Approximately two years post filter deployment, a vq scan performed demonstrated high probability of right-sided pe. Based on the medical records, it cannot be confirmed if pe occurred after filter implantation. The investigation is inconclusive for any deficiency with the filter, as it cannot be confirmed that pe occurred after implantation, the origin of the alleged pe, and the relationship to the filter is uncertain. It was noted the ivc had clot present at time of filter deployment and the filter's placement in relation to the clot is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Received and reviewed medical records. A vena cava filter was deployed in the ivc with identified clot just inferior to the renal takeoffs during intraoperative double lung transplant with patient history of recurrent pe, pulmonary fibrosis, and bilateral dvt. Approximately two years post filter deployment patient was admitted to the hospital for shortness of breath. A vq scan demonstrated a high probability of right-sided pe; ultrasound demonstrated acute dvt in the left lower extremity. Ultrasound did not demonstrate thrombus in the ivc filter. The filter remained implanted, the patient was placed on anticoagulation and discharged from the hospital in stable condition.